Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by that medication was being run through the pump when it shut off. When checking the error logs, error code 800.8000 popped up. There was patient involvement, but no harm. Bd learned through the following information through due diligence: the event occurred on (B)(6) 2025 at 9:39am. The software version was 9.33 and the event occurred during the use of a pca module.

Event description:
It was reported by that medication was being run through the pump when it shut off. When checking the error logs, error code 800.8000 popped up. There was patient involvement, but no harm. Bd learned through the following information through due diligence: the event occurred on 6/3/2025 at 9:39am. The software version was 9.33 and the event occurred during the use of a pca module.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event that the device displayed error code 800.8000 was confirmed based on the review of the pcu error logs; however, the error could not be replicated during the laboratory testing. The probable root cause of the error is being attributed to the damage on the suspect pcu inter-unit-interface (iui). The external and internal inspections were performed on the suspect pcu and found the instrument to have the manufactured seal missed. The left (female) iui was observed with the 14th pin lifted. Sign of wear were observed on all pins of the right (male) iui connector and isolated ribs (from pin five (5) to pin eight (8). These findings could be considered associated to the issue reported. The front case/ keypad assembly, the rear case and the power cord were observed to be a third-party part. A review of the pcu error logs showed the error code 800.8000 (pcu general os failure) was displayed on the reported event date: 03 june 2025; at 9:39 am. In addition, the error code 600.6840.5 (cib connect failed) was displayed at 10:33 am. A completed review of the pcu event logs could not be performed due the logs were observed missed, and no data from at 9:28 am to 10:30 am, on 03 june 2025. Pump module - channel d sn: (B)(6) at 4:16 am dose was updated to 8.7 mg. The infusion was running with the following parameters: drug amount: 25 000 units, diluent volume: 250 ml, patient weight: 93.6 kg, rate: 8.1432 ml/hr, and a volume to be infused (vtbi) of 138.6 ml. With a primary volume infused (pvi) of 61.465 ml. Pump module - channel c sn: (B)(6) at 6:06 am dose was updated to 0.15 mg. The infusion was running with the following parameters: drug amount: 16 mg, diluent volume: 266 ml, patient weight: 93.6 kg, rate: 14.049 ml/hr, and a vtbi: 89.36 ml. With a pvi of 620.191 ml and secondary volume infused (svi) of 100.038 ml. At 9:39 am the infusion was paused. Pump module - channel b sn: (B)(6) at 9:27 am rate was updated to 4 ml/hr. The infusion running with the following parameters: drug amount: 100 u, diluent volume: 100 ml vtbi of 76.524 ml. With a pvi of 218.672 ml. Pump module - channel a sn: (B)(6) at 9:28 am dose was updated to 0.6 mg. The infusion was running with the following parameters: drug amount: 8 u, diluent volume: 258 ml, patient weight: 93.6 kg, rate: 10 ml/hr, and a vtbi: 15.533 ml. Pvi: 242.546 ml. At 9:39 am the pcu alarmed channel malfunction with an error code 800.8000 (pcu15_general_os_failure) and the pumps alarmed net iuc communications down at 9:43 am units were channeled off. A test infusion was performed on the suspect device for approximately 12 hours. No alarms or anomalies consistent with the facility's report were observed during the test. The alaris system maintenance (v 12.1) was used to perform preventative maintenance on the returned pc unit. The device passed all maintenance tasks shown on the table below. The bd alaris technical service manual for pump module and pc unit states in troubleshooting table error codes section the error code 800.8000 occurred because of the software has a fault, customer should contact bd technical support. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Note to repair center: suspect pcu (sn: (B)(6) please re-torque all screws and replace both iuis, front case/ keypad assembly, the rear case and the power cord due they were observed to be a third-party part. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Concomitant pump module (sn: (B)(6) please re-torque all screws and replace both iuis and door assembly. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Concomitant pump module (sn: (B)(6) please re-torque all screws and replace the left iui and door assembly. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Concomitant pump module (sn: (B)(6) please re-torque all screws and replace the right iui, and rear case due this was observed to be a third-party part. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Concomitant pump module (sn: (B)(6) please re-torque all screws and replace the right iui and the door assembly, due this was observed to be a third-party part. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Root cause: the root cause of the reported error code 800.8000 was unable to be determined. The error could not be replicated during the laboratory testing. The probable root cause of the error is being attributed to the damage on the suspect pcu inter-unit-interface. The left (female) inter-unit-interface (iui) was observed with the 14th pin lifted. Sign of wear were observed on all pins of the right (male) iui connector and isolated ribs (from pin five (5) to pin eight (8). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.